Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. Reportedly, the patient picked the dermabond off of the ipg incision. As a result, the patient's system was explanted on (B)(6) 2021. The patient was given oral antibiotics and is recovering.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.